Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the right ventricular lead was explanted on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Product not returned.

Event description:
It was reported that the patient presented to the clinic for a device evaluation after receiving inappropriate shocks due to ventricular lead noise, increase thresholds and increase impedance. The patient was reported to be stable before, during, and after this event. Lead replacement was scheduled.